Event description:
The pacemaker and leads were returned for analysis after patient death. Both lead connector ends were still attached to the device. The physician questions if there was ventricular capture during ventricular pacing. The cause of death has been determined to be unknown.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; proximal segment returned. No anomalies found. Specifically, sensing performance was tested extensively. In all cases, there was correct response from the device. Capture management data and lead impedance trend data showed no anomalies. Other: the pacemaker and leads were returned for analysis after the patient's death. Both lead connector ends were still attached to the device. The physician questions if there was ventricular capture during ventricular pacing. The cause of death was requested but not received. Actual device involved in incident was evaluated; electrical tests performed, mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Capture, failure to.

Event description:
The pacemaker and leads were returned for analysis after the patient's death. Both lead connector ends were still attached to the device. The physician questions if there was ventricular capture during ventricular pacing. The cause of death was requested, but not received.